Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. It was also reported that the customer experienced elevated blood glucose (bg) level of 366 mg/dl, cause was unknown. Reportedly, the customer required assistance from a health professional to address bg level with manual injection. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.